Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at (B)(6). Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. A photograph of the device was provided but did not add any relevant information to this investigation. There was damage due to the explantation. The event was confirmed by the medical records. No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient was revised on a left knee due to pain and stiffness.

Event description:
It was reported that patient was revised on a left knee due to pain and stiffness.